Event description:
Additional information was received that the site's handheld was working ok. Therefore it will not be returned for analysis.

Event description:
It was reported that a site's handheld computer would cause delays as it was slow and it will freeze at times. No further information was received. The product is not being returned at this time.